Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement, which was confirmed through x-rays and via fluoroscopy. No additional information is available at the moment. No additional adverse patient effects were reported.